Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, both trocar sheaths were introduced as usual and clamps were used to grasp the trocar sheath tips after they had exited the skin. During the control cytoscopy, the surgeon thought that the implant was too close to the pubic bone, so he wanted to remove the trocar sheaths in order to relocate the sling. The clamp used earlier had crushed the tip, which was weakened. When the surgeon removed the sheath, the tip seemed to hang on something. The surgeon did not feel any resistance, but when the sheath was totally removed, he noticed that the tip was missing. The tip was not retrieved. A new like device was implanted. The surgeon did not plan a second intervention to remove it. Before this surgery, the patient had abdominal pain very often which was not related to her urinary incontinence. Last week the patient was having abdominal pain again. The surgeon plans to meet the patient next week to find the cause of the pain.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the tip of one needle was broken. The tip of the other was bent.